Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a week ago, the pump rebooted. The pump reportedly has been exposed to water. It was noted that during a battery change, there was corrosion found on the battery and inside the battery compartment. The reporter denied damage to the pump or battery cap. The battery cap reportedly secured tightly to the pump. There was no reported bg excursion related to the complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. Follow-up #1: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: pump returned with a crack at the threads of the battery compartment. Visible corrosion in the battery compartment was confirmed. The pump does not power on, no audible or vibratory sounds, the display screen is blank. The attempt to download the pump history and black box failed. Unable to compete all required investigation steps due to inability to power on the pump. Pump fails an in house leak test with a battery compartment leak. Removed the pump cover; no evidence of internal moisture was found on the internal components or the printed circuit board.